Event description:
The following has been reported: ivenix tubing leaking fluid between the cartridge and the piggyback connection site. A preliminary review of the logs could not be performed. No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Probable root cause of reported failure could be related to the supplier manufacturing process. It is possible that a leak was due to a loose secondary port caused by the tip of k-zero needle-free luer activated valve being broken causing it to detach from the secondary port based on previous complaints received. A quality alert was issued to the production floor to provide operator awaereness of this complaint and reinforce current work instruction at the supplier. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.